Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as not maintaining hygiene. The same day as event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection of vancomycin (1gm, discontinued, route and frequency not reported) and injection of ceftazidime (1gm, discontinued, route and frequency not reported) for peritonitis. Thirteen days after event onset, the patient was discharged from the hospital. The patient was recovered from the peritonitis event, 12 days after event onset. Pd therapy was discontinued 11 days after event onset. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis (twice a week). It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.